Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing priming issues as well as the unit turned off and would not come back on line.

Manufacturer narrative:
The company service representative examined the system and the reported event could not be replicated or confirmed. As a preventative measure, the host module was replaced. The system was then tested and met all product specifications. The system was manufactured on june 17, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).